Manufacturer narrative:
Additional narrative: the investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
The scrub tech pulled the shim off of the bottom of the articular surface and the spring came off.

Manufacturer narrative:
Examination of the returned device confirms the reported event of a missing balseal on the larger post of the trial. Per the initial report, all pieces were recovered. A complaint database search on the provided product code family identified similar complaints. This type of damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. Although a definitive root cause is unknown, the root cause is suspected misuse. Based on suspected misuse as the root cause, corrective action is not needed. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.